Manufacturer narrative:
Upon receipt, the device was above eri. High pacing lead impedance measurements were not confirmed. Testing found the device to be normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for generator change. When the physician connected the new implantable cardioverter defibrillator (ICD) to the leads, high pacing impedance values were noted. The leads had exhibited normal values with the pacing system analyzer. Therefore, the physician elected to implant a different ICD which had normal impedance values on all leads. There were no patient consequences.